Event description:
Pt was standing at drainside after completion of dialysis run for b/p. Was being transferred to another chair with 15 gauge needles intact to left arm graft. While taking b/p another staff member noted pooling on floor. Noted that clamp of one access needle unclamped.